Manufacturer narrative:
(B)(4). The customer supplied one photo of an introducer needle for evaluation. The needle hub contained several cracks and the distal end of the hub appeared separated. The customer also returned the introducer needle for analysis. Visual analysis confirmed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed , and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. A CAPA was opened to further investigate this issue.

Event description:
It was reported the cannula/introducer needle aspirated air. During removal of the introducer needle, the plastic hub was broken and separated from the needle. A new device was used. No patient injury or harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the cannula/introducer needle aspirated air. During removal of the introducer needle, the plastic hub was broken and separated from the needle. A new device was used. No patient injury or harm reported.